Event description:
It was reported , medfusion 3500 - pharmaguard data transfer and force sensor bridge test. No further details provided.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. Event date provided.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was cracked on right plunger case and bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was (system advisory pharmguard data recommended was found at power up) was duplicated. Unable to duplicate the force sensor bridge at power up and all the reading of force sensor within the required specs. Downloaded the history into pharmguard toolbox. Replaced force sensor and plunger cable for preventive. Performed pm (preventative maintenance) and all functional testing. The cause of the reported problem was traced to the memory of the device being full, no damage was found. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.